Manufacturer narrative:
The complaint source confirmed that the product had been disposed. Because the device was not returned, a root cause analysis could not be completed. The cause of the difficulties stated in the complaint could not be determined. The device history records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
It was reported that during a pci procedure, the maverick over the wire (otw) balloon ruptured. The balloon was being used to predilate a calcified, 100% stenotic lesion in the left anterior descending (lad) artery. Prior to the rupture, the physician inflated the balloon two times, first to 8 atms then to 12 atms. On the third inflation, the balloon ruptured at 12 atms. The procedure was successfully completed with a maverick2 balloon and a stent. There were no reported patient complications. Pt's status listed as "good".